Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device has decreased reportedly since (B)(6) 2019. The recipient presented at the clinic on (B)(6) 2019 no longer responding to sound. There was no accident or trauma reported and no changes in health. No swelling or redness of the implant site was observed. The recipient has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has decreased since (B)(6) 2019. The recipient presented at the clinic (B)(6) 2019 no longer responding to sound.